Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto system. Other company¿s devices that were used in this study: 28-mm cryoballoon (arctic front or arctic front advance, medtronic). (B)(4). Device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 76 out of 85 patients that were< 35 years of age at the time of the index ablation procedure underwent radiofrequency ablation for pulmonary vein isolation (pvi) between 2005 and 2014 (9 out of 85 patients underwent cryoballoon ablation). Among them, the major stroke occurred in a patient with restrictive cardiomyopathy 4 weeks after the index ablation procedure due to insufficient oral anticoagulation with phenprocoumon with an inr of 1.8. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿catheter ablation of atrial fibrillation in very young adults: a 5-year follow-up study.¿ the purpose of this study was to determine procedural characteristics, long-term clinical outcome, and predictors for af recurrence of catheter ablation for af in very young adults < 35 years of age that were referred to our centre or catheter ablation of af. Suspect device is navistar thermocool ablation catheter, however catalog and lot number are unknown. Concomitant products that used in this study: carto system. Other company¿s devices that were used in this study: 28-mm cryoballoon (arctic front or arctic front advance, medtronic)